Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The facility reported that the arctic gel pads do not seem to be completely open resulting in the flow through the pads being allegedly very low. Due to the malfunction of the pads, the arctic sun device had to be reset several times. The device was replaced and there were still issues, so the pads were replaced and functioned well. Out of hospital cardiac arrest; target temperature management technique used to cool the patient. The flow through the pads was not good and arctic sun device was checked by european clinical specialist. No issues were found with the artric sun device, so allegedly the pads are the cause of the insufficient flow rate.

Manufacturer narrative:
Received 1 set of 5 used arcticgel pads (including a universal pad) only. The pads were inspected and they showed evidence of being used. The pads were visually inspected and it was noted that the left thigh pad was crushed on a section of the pad. The other pads were found to have adequate sealing between the clear film and the pad. The pads trim pattern were found to be within specifications and the energy connector and manifold connectors showed no signs of damage and maintained good connection. The functional evaluation revealed the following: the pads flow rate was tested with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 over a period of 10 minutes and water immediately started flowing to the pads: * left chest pad: a total of 3.34 l/min m2 flow rate was registered during the test. * left thigh pad: no flow rate was noted as a section of the pad was crushed. * right chest pad: a total of 3.98 l/min m2 flow rate was registered during the test. * right thigh pad: a total of 3.49 l/min m2 flow rate was registered during the test. *universal pad: a total of 4.123 l/min m2 flow rate was registered during the test. According to the test method specifications the flow rate does not meet specifications for the left thigh pad. The other 4 pads were found to be within specifications as the flow rate must be above 2.4 l/min m2. The reported event has been confirmed as a manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.